Event description:
Boston scientific crm received information that this device was explanted due to a vegetation on the patient's valve. No other adverse effects were reported.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this report will be updated.